Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi requested the customer return the stapler reloads involved with this reported event, but no products have been received at this time. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument was installed on the system on arm #4 eight times and failed to engage with the system on the first 4 install attempts. The logs show the engagement failures. The last 4 installs were successful and the user fired 4 reloads (all blue). On the 1st, 3rd and 4th successful installs, the system failed to detect the reload and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. There were no incomplete clamps or unclamps by this instrument. There was 1 pause for compression on the 1st fire, with all other firings being completed with no pauses for compression. There were no other stapler related errors in the logs. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy procedure, a staple line leak occurred post-operatively where 3 blue sureform 60 reloads were fired with a sureform 60 stapler instrument. The patient required reoperation to resolve the reported complication. Note: refer to medwatch reports (MDR) with patient identifiers (B)(6) for MDR submission of the same event reported against each of the 3 blue sureform 60 reloads associated with the post-operative staple line leak.

Event description:
It was reported that after a da vinci assisted right hemicolectomy procedure, the sureform 60 staple line had a leak. Before this staple reload was fired, there was an engagement error and the surgeon manually selected the color reload being fired (the color of the reload was not provided). The patient returned to the hospital post-operatively due to the staple line leak and the patient was hospitalized. An intuitive surgical inc. (Isi) clinical sales associate (csa) was present for this right hemicolectomy procedure, but there were no intra-operative complications. The csa was informed of the patient's post-operative staple line leak by the surgeon on a later date. The patient received a secondary procedure to resolve the leaks. The surgeon reported that they performed a three staple line anastomosis with all blue sureform 60 reloads, and this staple anastomosis had come undone post-operatively. The patient's current status is unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
On 7-feb-2023, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the patient was noted to have multiple comorbidities (specifics not provided). The patient had previously undergone an appendectomy and had post-operative pain. This pain led to the surgeon discovering the patient's need for the right hemicolectomy procedure. The surgeon did not notice any intra-operative complications, however, two to three days post-operation, the patient showed signs of a leak from this staple line. The patient received a secondary procedure and an ileostomy to resolve the leak. The surgeon reportedly resected the leaking staple line and stated it was leaking at the proximal end of the anastomosis. The surgeon reported that he had sutured this staple line intra-operatively as part of his normal practice. The suture line was noticed to be open during the secondary procedure as well, but the leak was at the staple line. An infection was noted on one staple line, while the line below it seemed in good condition except for the leak at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.